Manufacturer narrative:
No replacement has been issued to the customer based on the info received. The type of pump cannot be verified to conclude what style pump unit to replace. Attempts to f/u with the customer to get additional complaint info and to get the product back including a final attempt by letter were unsuccessful. As of the date of this report, the product has not been received. The customer stated in the initial complaint that the unit caught fire and melted. No receipt or other verification as to the style of pump or purchase of the pump was available. Issue of smoking/fire device unit are currently being investigated under (B)(4).

Event description:
Customer reported that her pump caught on fire and is completely melted.